Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 12dec2018. Customer reported battery as new and is in ¿sleep¿ mode; requested pin configuration. Battery manufactured in 2016. Philips advised customer new backup batteries should be installed and charged.

Event description:
Customer reported new battery failed. No patient/user harm reported. The event date was not specified; estimate used.